Event description:
It was reported that the surgeon found broken tms 2.4mm screws. A revision surgery was scheduled for (B)(6) 2014. The customer followed up with the sales rep and no new information has been received per the complaint file.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.